Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 3.6 mmol/l. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had an unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.